Event description:
It was reported that this pacemaker was difficult to be interrogated with a magnet. The patient exhibited bradycardia and loss of capture. Subsequently, this pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. No telemetry was confirmed upon return. Battery voltage was too low to support device functions and the current drain was normal. The battery analysis found no issues with the battery. The cause of the depleted battery could not be established.

Event description:
It was reported that this pacemaker was difficult to be interrogated with a magnet. The patient exhibited bradycardia and loss of capture. Subsequently, this pacemaker was explanted and replaced. No additional adverse patient effects were reported.